Event description:
It was reported that pump displayed a minimum fill notification while customer was attempting to load a new cartridge there was no adverse impact to the customer's blood glucose level. Customer was unable to clean pump area due to lack of supplies, declined to load a second cartridge because no additional supplies or backup therapy were available, planned to contact healthcare provider, and technical support escalated case to advanced support and attempted follow-up by leaving a voicemail, with no additional information received regarding resolution of event.